Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that following ilet setup, the pump had not connected to the cgm. Troubleshooting was performed, including verification of bluetooth settings due to the pump being new, and the patient was guided to switch the cgm selection from g7 to g6 and back to g7. The patient was advised to call back if the cgm did not connect. The patient later called back reporting that the dexcom g7 was still not connected. It was noted that an old pump was still nearby, and the patient was instructed to move the old pump farther away to avoid interference. The patient complied and waited for the g7 to connect, with follow-up planned to confirm successful connection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.